Event description:
It was reported that during an infusion alteplase (cathflo/tpa), 5mg/20ml saline at a rate of 7ml/hr per both lumens of the cvl (central venous line), blood began to back into the tubing. It was also noted that the back pressure on the lines created the issue. The customer stated there was ongoing poor venous central line function as a result, and that there were 'repeated alteplase infusions'. Although requested there was no further information including impact to the patient provided.

Manufacturer narrative:
The customer¿s reported complaint of blood backing up into the tubing was not replicated when testing each device during the investigation. An external and internal inspection of the customer¿s pump module observed the device in over all good condition. Both fsa upper pressure sensor showed a date code of (B)(6) 2018. No obvious issues or anomalies were identified with the device during the inspection. Results from a review of the logs identified the last alteplase 5mg/20ml infusion on pump module, attached to the pcu on (B)(6) 2019 at 7:05 am. The drug infused until it completed (kvo) at 9:57 am. The user added another 20mls and was started. The infusion was paused at 10:44 am and the unit was channeled off. Pvi was recorded at 20.006ml. The last alteplase 5mg/20ml infusion on pump module s/n (B)(6), attached to the pcu on (B)(6) 2019 at 8:06 am. There were 3 patient side occlusion alarm event, however, the infusion was restarted. The drug infused until it completed (kvo) at 11:01 am. The user added another 20mls and was started. The infusion was paused at 10:45 am and the unit was channeled off. Pvi was recorded at 25.175ml. Asm occlusion and analog sensor testing demonstrated the pressure sensors passing, operating as intended on both source devices. Results from a timed rate accuracy test using the timed rate accuracy test method demonstrated the returned devices in specification. The root cause of the customer¿s experience with blood backing up into the tubing was not definitively determined. A review of the device history record showed the device had a manufacture date of 06/18/2018. The review was performed beginning from the date of manufacture to the date of product release for distribution. A review of the device history record for the pump module was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the pump module which did confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Race and ethnicity: caucasian, admitting diagnosis: chronic renal disease, end stage, relevant history: complex medical histories.

Event description:
It was reported that during an infusion alteplase (cathflo/tpa), 5mg/20ml saline at a rate of 7ml/hr per both lumens of the cvl (central venous line), blood began to back into the tubing. It was also noted that the back pressure on the lines created the issue. The customer stated there was ongoing poor venous central line function as a result, and that there were 'repeated alteplace infusions'. Although requested there was no further information including impact to the patient provided.